Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the ceramic wrist on 8mm fenestrated bipolar forceps instrument was observed to be burnt. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: surgeon did not know what caused the thermal damage on the reported instrument; however, sparking was observed during the procedure. There was no damage to the conductor wire.